Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity and cerebral palsy. It was reported that the patient was in the hospital intensive care unit (ICU) with aspiration pneumonia and the hcp caring for the patient was requesting the pump be replaced due to malfunction. The hcp had spoken to the managing pump hcp and he was questioning this replacement. The event date was unknown. There were no further complications reported at this time.